Event description:
The pt reported that she had experienced unexplained high blood glucose levels using two pods. At that point she removed and replaced her pod and did not report any further issues. She reported that when she removed the pods, she noted that the cannula did not appear to be in the infusion site. The devices were discarded and will not be returned to the MFR for eval. She was unable to provide any lot or other identifying info for the products.

Manufacturer narrative:
The device was discarded so there was no eval possible. Device labeling instructs the user to verify proper placement of the cannula and check the site frequently to verify and insure proper cannula placement at the infusion site.